Event description:
It was reported that the patient experienced symptoms of withdrawal (unspecified) beginning (B)(6) 2012. The patient presented to the clinic on september 24 to have the pump interrogated. Pump interrogation showed a low battery reset alarm that occurred on (B)(6) at 5pm. The pump was currently in safe state. The pump elective replacement indicator (eri) was 33 months. The device system was used to deliver morphine. No further information was provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the pump prematurely stopped functioning. There was also a dye study completed, however results were not provided. The pump was replaced on (B)(6) 2012 and reporter stated that patient recovered without sequelae. It was later reported that when the event occurred that the patient went through withdrawal under medical supervision after implanted pump failed. Following the pump replacement therapy was resumed and patient was reported as doing well as of (B)(6) 2012. Another replacement date was provided of (B)(6) 2012 erroneously as the replacement was reported prior to (B)(6) 2012. Per the previously reported information, the replacement date was (B)(6) 2012, and per the manufacturer device registry the date was (B)(6) 2012. Due to the conflicting information, the exact replacement date was unclear. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis of the pump found a pump motor feed thru anomaly.

Manufacturer narrative:
Product ID 8731sc, serial# (b)(40, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s pump stopped working (B)(6) 2012 and she was ¿inpatient for 5 days¿ due to withdrawal. It was also reported the patient¿s pain level was ¿far from being under control¿ with her new pump. It was noted the patient had to discontinue physical therapy due to the hospital stay and her recent replacement surgery on (B)(6) 2012.

Manufacturer narrative:
Correction: hospitalization also applied to this event after further review. (B)(4). The battery was allegedly designed in a manner that rendered it unsafe and unreasonably dangerous; it failed to contain adequate warnings, rendering it unsafe and unreasonably dangerous; it was manufactured in a manner that deviated from the manner identified in medtronic's PMA application and approved by the FDA in its approval order; it was designed with a material and in a manner that allowed a film to form inside of it that compromised its function and the patient's health and safety; it was designed with a material composition and/or finish that was different and deviated from the material composition and/or finish identified in medtronic's PMA application and approved by the FDA in its approval order; it was otherwise defective and unreasonably dangerous. Correction: methods code no longer applies to this event. Conclusion code no longer applies to this event. Correction: correction number (B)(4) was applied after further review.

Event description:
An attorney alleged that in (B)(6) 2012, the pump battery malfunctioned and failed, causing it to stop dispensing pain medication. The patient was unaware of the failure. In (B)(6) 2012 the patient began suffering from fatigue, pain, nausea, vomiting, and other symptoms of withdrawal. The patient did not recognize these symptoms as withdrawal symptoms for several days. On (B)(6) 2012 the patient went to their pain management doctor, and they were told that the pump battery had failed and their symptoms were "withdrawal symptoms due to a malfunction of their intrathecal pump". Complications arose, and the patient suffered from severe pain, nausea, vomiting, and other symptoms for several months. Medtronic allegedly caused tortious injury by acts and omissions. The patient had and would continue to incur medical and other bills for treatment of their condition; had and would continue to incur economic losses including past and future medical bills, past and future loss of earning capacity, past and future lost wages, and past and future lost household services. It was anticipated that they would experience all of these injuries and harms for the remainder of their life. They developed permanent injuries to their throat and body that had affected and would continue to affect the patient for the remainder of their life. The patient suffered would experience pain and suffering for the remainder of their life. They were emotionally upset, had trauma, mental distress, anguish, and other harms. The battery was allegedly designed in a manner that rendered it unsafe and unreasonably dangerous; it failed to contain adequate warnings, rendering it unsafe and unreasonably dangerous; it was manufactured in a manner that deviated from the manner identified in medtronic's PMA application and approved by the FDA in its approval order; it was designed with a material and in a manner that allowed a film to form inside of it that compromised its function and the patient's health and safety; it was designed with a material composition and/or finish that was different and deviated from the material composition and/or finish identified in medtronic's PMA application and approved by the FDA in its approval order; it was otherwise defective and unreasonably dangerous. History: the patient had suffered from chronic pain for years, and the pump was installed to dispense pain medication to relieve their pain.